Event description:
Customer reported a malfunction on pump with code malf 9, which did not lead to any adverse impact on customer's blood glucose level. Customer received assistance from technical support to reset the pump, as they had not previously reported or reset it for this malfunction within the last 24 hours. After reset, malfunction code did not recur, and customer was advised to continue using pump and contact support if any issues reoccurred.